Event description:
It was reported that during a breast biopsy, insufficient samples were retrieved. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 7/6/2007. The analysis site confirmed the customer complaint of "not getting good samples" and determined this is due to the vso not regulating the vacuum properly and the site replaced vso and per the mammotome service manual performed service test with no functional faults found. As part of the standard ees service process, replaced the muffler and applied dow corning lubricant to the dc motors. The unit has not been returned for service prior to this event, therefore, no service history review can be done.